Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer alleged device not found alert, received change sensor alert. The customer reported no adverse event. The event involved products mmt-5120a, mmt-1884l. Troubleshooting was performed for sensor alert and indicated that the non-serialized product being replaced. Troubleshooting was performed for loss of communication. Sensor serial number was not in the paired devices screen. The customer was assisted with pairing the sensor but sensor would still not communicate. Troubleshooting was performed for unable to pair device. Pump and sensor would not pair after troubleshooting. Customer reports pump is able to pair with other devices, e.g. Meter, mobile device. No harm requiring medical intervention was reported. Mmt-5120a was requested and customer response was the device will be returned. No product return is required for mmt-1884l.